Event description:
It was reported the clip applier was used during a tah lymph node dissection. It was reported the clips would not advance correctly and other times would not advance at all. When the clips did advance, 2 clips fired out at once. Another device was used to complete the case. No patient consequence.